Event description:
It was reported that during evaluation, the investigator found that the thermistor wire was snaking.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted the thermistor wire was found to be snaking. This fails to meet specifications stating "the wire should not be kinked, knotted or broken once is inserted in the lumen. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be after insertion, catheter is stretched (in cleaning). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"warning: on catheter, do not use ointments or lubricantshaving petrolatum base. They will damage silicone and maycause the balloon to burst.warning: after use, this product may be a potential biohazard.handle and dispose of in accordance with applicable local,state, and federal laws and regulations.caution: federal (u.s.a.) Law restricts this device to sale by or onthe order of a physician.caution: do not aspirate urine through drainage funnel wall.storage: store catheters at room temperature away fromdirect exposure to light, preferably in the original box.sterile unless package is opened or damaged.single patient use only. Do not reuse. Do not resterilize.for urological use only.valve type: use luer slip syringe. Do not use needle.warning: this product should never be connected to thetemperature monitor or connected to a cable during an mriprocedure. Failure to follow this guideline may result in seriousinjury to the patient. It is important to closely follow thesespecific conditions that have been determined to permit theexamination to be conducted safely. Any deviation may result in aserious injury to the patient.catheters should be replaced in accordance with the cdcguideline ¿guideline for prevention of catheter-associatedurinary tract infection¿. At the onset or first signs of aurinary tract infection, catheter encrustation, or any othercatheter-related adverse effect, the catheter should be replaced.caution: aggressive traction, particularly in the presence ofsuturing, is not recommended for 100% silicone balloon foleycatheters.to deflate catheter balloon: gently insert a luer slip tip syringe in thecatheter valve. Never use more force than is required to make the syringe¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringegently. Allow the balloon to deflate slowly on its own. Do not aspirate ormanually accelerate the deflation of the balloon. If permitted by hospitalprotocol, the valve arm may be severed. If this fails, contact adequatelytrained professional for assistance, as directed by hospital protocol.should balloon rupture occur, care should be taken to assure that all balloonfragments have been removed from the patient.visually inspect the product for any imperfections or surface deteriorationprior to use.note:compatible only with the bard criticore monitor, bard urotrack 224monitor, and other 400-series temperature monitors. Interchangeability +0.2oc at 37oc.caution:as with all temperature probes, in the presence of rf energy sources, local heating,temperature errors, and probe damage may occur.do not stretch catheter. This will cause repositioning of probe.do not use stylet. This will cause stretching of catheter.recommended inflation capacities8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water12 fr. (5cc balloon): use 5.5cc sterile water14 fr. And larger (5cc balloon): use 10cc sterile waterdo not exceed recommended capacities."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during evaluation, the investigator found that the thermistor wire was snaking.